Manufacturer narrative:
Additional information: through further follow-up, the customer was unsure how they determined there was a mark on the lens with a preloaded device. The customer indicated that there was no further information available on the lens. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 1/10/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint simplicity was received inside of the original folding carton. Visual inspection under magnification revealed that the handpiece was received with the complaint lens stuck inside of the cartridge and that the lens was overridden by the plunger rod. The override also contributed to cartridge and cartridge tip damage (bulging) around the lens. The external assembly was inspected, and no gaps or assembly issues were identified; however, the handpiece could not be completely disassembled due to the plunger rod and lens being stuck in the cartridge. Visual inspection of the iol could not be performed without damaging the handpiece and the lens. The initial report also states that the customer alleges a mark on the lens after insertion but then clarifies the lens was not inserted therefore, the complaint issue could not be confirmed via product evaluation, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) loaded fine. Once the lens was in the eye, it was observed that the lens had a mark on it. The lens removed during the same procedure. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional info: through follow-up, it was learned the lens was not inserted. There was no patient contact. No other information was provided. The following section has been updated accordingly: section h6: health effect - impact code- 2645 - no patient involvement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.